Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a consumer with supplemental information by a physician from (B)(6) of aseptic peritonitis in a patient, coincident with extraneal viaflex, physioneal 40 clearflex and physioneal 40 viaflex therapies. On an unreported date, the patient used a bag of extraneal with dark solution with the cycler. On (B)(6) 2011, the patient experienced aseptic peritonitis, manifested by peritoneal cloudy effluent, abdominal pain, slight fever and high cell count. The consumer believed that the aseptic peritonitis was attributed to the dark extraneal solution. On (B)(6) 2011, the patient began remedial treatment with vancomycin ip (dose and frequency not reported), ceftazidime ip (dose and frequency not reported) and levofloxacin oral (250mg, every 48 hours). Extraneal and physioneal therapies were ongoing, as was remedial treatment with vancomycin, ceftazidime and levofloxacin. The aseptic peritonitis was ongoing and improving. The physician stated that the aseptic peritonitis and fever were probably related to the apd therapy. A causality statement was not provided for the event of dark extraneal solution in relation to the apd therapy.